Event description:
Upon opening the instrument case fracture lines were noticed on the instrument handles. Upon further examination, the pieces came loose from the metal bodies. It was reported the fracture may have occurred during the autoclaving process. The event did not occur during a surgical procedure. Therefore, there was no adverse consequence for any pt.